Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, varying impedance, and elevated sensing integrity counter (sic).the lead was reprogrammed and was later explanted and replaced after subsequent lias. No patient complications have been reported as a result of this event.